Event description:
Procedure type: urogynecological. According to the reporter: the pts attorney has alleged that as a result of having the product implanted, the pt has experienced personal injuries.

Manufacturer narrative:
(B)(4).